Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
An evaluation will be conducted if and when the product is returned. (B)(6).

Event description:
It was reported that the spring of the capture system broke during the procedure. An open surgery was performed in order to finish the procedure. No patient harm was reported.